Manufacturer narrative:
Section a4, a5, and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, as device was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as device was removed/replaced during the same surgery. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that during a surgical procedure, a glaucoma shunt implant was implanted and then immediately explanted due to the surgeon identifying a leak in the tubing of the device. The procedure was completed using a new device, and no harm to the patient was observed. The device had positive patient contact. No further information was provided.

Manufacturer narrative:
Additional information: the following fields were updated based on the additional information received: section a4: 77.4 kg. Section a5: ethnicity: non-hispanic. Section a6: race: african american. Section b5: additional information indicates that the procedure was successfully completed using a backup product. Another baerveldt implant of the same model was opened and implanted. The case was completed as planned, the patient was not in distress, and the affected eye was the left eye. Section: e1: email address: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.